Manufacturer narrative:
Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® push button blood collection set was missing label information. No serious injury or medical intervention.